Manufacturer narrative:
As part of our investigation, followed up with the user facility was performed via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. However, the sphincterotome v instruction manual gives the user several warnings to mitigate this type of device damage. The ¿operation¿ section of the manual states ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off its proximal end it will retract towards the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.¿

Event description:
The service center was informed that during a unspecified procedure, the cutting wire of the device broke. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
Additional information received from the user facility states that that minor bleeding was observed. During a diagnostic procedure. The intended procedure completed was with another device. No device fragment fell into the patient. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found biomaterial inside the working section consistent with use. The cutting wire broke in half, but its total knife length measured about 20mm; therefore, no missing fragment. Also, the coated portion appeared to be slightly melted, peeled away from the cutting wire, but still attached to it, not missing. The proximal green marker was inspected and found multiple scratches, and stress marks on it. The cutting wire has charred stains and is melted on its broken points; however, the handle is functional as it could move the cutting knife without an issue. Based on the evaluation findings, the reported complaint was confirmed and likely due to user handling.